Event description:
It was reported that during the implant procedure, the catheter ripped about three inches from the hub as the physician slit it. A distal piece detached and was able to be retrieved by the physician with no injury to the patient. The catheter was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the catheter was returned and analyzed; analysis revealed a spiral slit due to peeling/slitting/splitting. The shaft was kinked/buckled and was separated 8.5 centimeters from the end. Visual analysis noted the catheter was damaged at implant.